Manufacturer narrative:
A review of complaint history, instructions for use (IFU), quality control and trends was conducted during the investigation. The device was not returned for investigation. The device is supplied with instructions for use (IFU). Under warnings, the IFU states, "tornado embolization coils are not recommended for use with polyurethane catheters or catheters with sideports. If a catheter with sideports is used, the embolus may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in the lodging of the embolus within the catheter." The IFU recommends using a tfe-coated wire guide with flexible tapered tips (0.035" size). The description of event stated: "the complaint coil was advanced through an angiographic catheter whose tip had side holes. However, during the advancement, a part of the coil got out of one side hole and lodged there. Although retrieval of the coil simultaneously with the catheter was tried, a part of the coil got separated during that attempt and separated segment remained in the pt's body." It is likely that the user's failure to follow the warning in the IFU recommended not to use a catheter with sideports contributed to this failure. The user noted that the coil was exiting a sideport. It is likely got caught on the sideport during attempted withdrawal, resulting in the separation. The separated piece was left in place as it was proximal to the target lesion and did not appear to cause problems. We have notified appropriate personnel and will continue to monitor for similar complaints.

Event description:
Embolization of deep femoral artery was performed. The complaint coil was advanced through an angiographic catheter whose tip had side holes. However, during the advancement, a part of the coil got out of one side hole and lodged there. Although retrieval of the coil simultaneously with the catheter was tried, a part of the coil got separated during the attempt and separated segment settled proximal to the target lesion and there seemed to be no problems, the physician determined not to retrieve it, but to leave it as-it-was. The catheter and the coil were charged to other ones and the procedure was completed.

Manufacturer narrative:
Concomitant medical products: catalog # mwce-35-3/4-tornado-lef-hirata-061449. (B)(4) . The event is currently under investigation.